Manufacturer narrative:
(B)(4). Additional information was obtained from nurse regarding the reported incident . The nurse stated that as a result of the recent disconnection, the patient experienced an infection, which the nurse clarified was peritonitis. All the information related to peritonitis is addressed in a separate MDR report number 1423500-2012-14191. A follow-up MDR will be submitted upon completion of the evaluation for the reported issue of leak or if any additional information is received.

Event description:
The customer contacted baxter's technical service center to report a leaking catheter as the transfer set broke while on a home choice (hc) device during use. The home patient (hp) stated that the transfer set broke. The hp had gone to the emergency room (ER) and they could not help him. The baxter technical service representative (tsr) advised the hp to call the peritoneal dialysis registered nurse (pd rn). The hp did not have the after hours number. The tsr advised to call the dialysis unit so that they may give the number and if still was unable to reach the pd rn, the hp should call the doctor. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Product surveillance contacted the home patient on (B)(4) 2012 in regards to a leak and he said that he went into the hospital after it happened. He said that he was in this therapy that day when he had to go to the door because baxter was dropping off supplies and he went too far and the transfer set snapped and broke. He said as a result of this he got an infection and has been on antibiotics. There was patient involvement. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The reported issue of leak was not confirmed. The device was not returned to baxter, precluding further device investigation. As a result, an assignable cause of the reported issue was undetermined.

Manufacturer narrative:
(B)(4). A 510k are not provided since the product and the lot number are unknown. A follow-up MDR will be submitted if additional information is obtained.